Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the dissection step for a robotic laparoscopic prostatectomy procedure, the monopolar curved shears gave a yellow alarm for expired after nine minutes of use. It was noted that the monopolar curved shears had been used in a previous case and was accidentally reprocessed and reused in a second case. The system did not block the utilization of the monopolar curved shears during the second case. The monopolar curved shears was used for the remained of the procedure. There was no patient injury.